Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the operative notes, the explanting physician documented a 21 mm trifecta valve was explanted; however the serial number provided is associated with a 25mm trifecta valve per internal manufacturing and distribution records at st jude medical.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2016, an echocardiogram confirmed grade 3 aortic insufficiency. The valve was explanted on (B)(6) 2016. Per report, a tear at the commissure between the lcc and ncc was observed ex vivo and the leaflet adjacent to the ncc was heavily calcified. A perceval s m valve was implanted.